Manufacturer narrative:
Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications, and it was determined that the root cause was the speaker.

Event description:
It was reported to philips error code consistent with primary alarm failed occurred. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The field service engineer (fse) downloaded and reviewed the event log of the ventilator (drpta). Error code consistent with primary alarm failed was noted. Opened unit and checked speaker resistance. Fse replaced faulty a speaker and performed and passed the following performance assurance tests: recorded ventilator information, electrical safety, alarms, ventilator controls.